Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the merlin programmer exhibited diagnostics anomaly. No intervention was performed. The patient would continue to be monitored.

Event description:
New information on 6/29/2017 stated that upon interrogation, the merlin programmer exhibited diagnostics anomaly once again. No intervention was performed. No further information was available.